Event description:
It was reported that the patient entered into intensive care to have a pneumothorax addressed. It was suspected that a left ventricular lead replacement procedure nine days prior had contributed to the event. The pneumothorax was addressed and the patient was entered into hospice care.

Manufacturer narrative:
(B)(4).